Event description:
It was reported that the unit fails operational check with a device error: service required message. Further information was provided that the co2 failed calibration. There was reportedly no patient involvement.